Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not reconnecting post-upgrade due to blocked network ports. The field service engineer (fse) reimaged device and configured settings; network port resolution by customer information technology (it) before completing sync and migration. Fse pushed settings from remote smart service. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all users unable to log in to med station and needs to be reimaged to 1.11. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.